Manufacturer narrative:
This supplemental report is being submitted to provide information that was inadvertently left out of the initial medwatch report and to provide the results of the legal manufacturer's final investigation. Troubleshooting was performed. The customer was asked to reattach the maj-1933 cable to the back and to confirm they turn off the device before plugging in the scope and they did. It was also checked that the customer didn't have the maj-1430 plugged in while using 190 scopes. The customer tested the scope in another room, and it worked. The customer refused to send the device back to olympus for now. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center has b30 and e216 scope communication errors with several scopes. There were no reports of patient harm.